Event description:
During remote follow-up, post paced t-wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. For patient confidentiality no additional information has been provided. The patient was stable with no consequences.